Event description:
Additional information was received from patient. The patient reported they had the ins moved to a different pocket.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported an overdischarge. The patient had not been using the stimulation due to a painful pocket. There was an impending pocket revision. When they tried to set up the implantable neurostimulator (ins) interrogation the patient stated the battery would not charge. Multiple antenna locators were attempted and the implantable neurostimulator (ins) would not accept a charge. One hour of physician mode recharge produced a power on reset (por) and a regular charge session. At the time of the report, the overdischarge issue was resolved. A surgical intervention of pocket revision was scheduled for (B)(6) 2015. Relevant medical history included non-malignant pain.